Event description:
It was reported the hub at the end of the sheath was loose and continued to twist. During the transseptal procedure the cardiologist was unsure of correct orientation and a transesophageal probe had to be used. There was no reported patient injury.

Manufacturer narrative:
St. Jude medical is awaiting device return. Once the analysis has been completed, a follow-up medwatch report will be submitted.